Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Both patient pumps and the distribution board were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The failure was traced back to a short circuit of the patient pump 2 which consequently damaged the distribution board resulting in a damaged patient pump 1. An overfill of the water tanks is suspected as root cause of the event. However, this could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during service. There was no report of patient injury.